Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Pt often experienced too high of a blood glucose level, and when she checked the infusion set, she noticed the infusion cannula was not inserted in her skin. The infusion cannula was between her skin and the infusion set adhesive. Pt experienced this issue when inserting the headsets manually and with the infusion set insertion device. The pt did not require treatment from a health care professional or second party to address the issue. Infusion sets were replaced and requested for evaluation. No additional information was available.